Event description:
On 2026-jan-20 sap ecc service and repair (B)(4) (con): information was received from a patient's representative regarding an external device. The reason for call was patient (pt) representative reported that the controller has been kind of intermittent over the last 4-5 days and last night, when the pt charged their implantable neurostimulator (ins) it displayed a message that says, "contact mdt". Caller couldn't recall the exact error message. Caller mentioned that they had tried to reset the controller however the message continues to display. Pt also mentioned about an error log from the about screen -- "01/19, 84, rt08". Caller suspected that the error was related to the battery unit. Agent had caller reset the controller. Caller confirmed no visible damage on the controller, battery pack and recharger however they mentioned that the recharger seems to have gotten warmer than usual. Agent sent a request to repair to replace the recharger. Agent instructed caller to monitor the issue and call mdt back if it persists.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of recharger; model : 97755-s; s/n : (B)(6) ; reveled : the white arrow is rubbing off. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.